Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bent is-1 connector pin. The subsequent root cause analysis of the bend indicated, that mechanical forces during the application of the fixation tool should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the is-1 connector pin was found to be deformed, affecting the active fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead had dislodged. This ra lead was explanted and a new ra lead was implanted successfully. No adverse patient effects were reported.